Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing impedance alerts were triggered and a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. There were high/undefined pacing impedance and oversensing found on the rv lead. The rv lead was programmed off until the patient¿s lead revision procedure. Five days later the patient¿s rv lead was capped and replaced. No patient complications have been reported as a result of this event.